Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured following a car accident the patient was involved in. A health care provider was calling for lead specifications, but had not revised at that time. Additional information received reported that the lead was capped and replaced with a new rv lead. The patient is not pace dependent and no adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.